Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. Additional information revealed the lead was found dislodged. A revision procedure was performed to reposition the lead. However, the physician experienced placement difficulties and was unable to re-extend the helix despite exceeding the recommended maximum number of turns per labeling. As result, the lead was extracted and replaced.